Event description:
It was reported that during a slap repair using the speedlock implant with inserter handle, the anchor would not release from inserter handle. When the surgeon attempted to remove the inserter handle by back-malleting, the anchor pulled out of pt as well. Ultimately, the procedure was completed using a competitive device. There were no significant delays or pt complications reported as a result of this event.